Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with moisture on lens and clear surgical residue/debris on product. Visual inspection found a piece of the haptic missing and clear and red residue on the lens. (B)(4).

Manufacturer narrative:
This product is not manufactured in the us. Patient code (B)(4): secondary surgical intervention; lens exchange. Conclusion code: this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.0 diopter in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vault and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) were found top be 20/20.